Event description:
Facility advised joystick not working properly, facility advised it is real temper mental have to use corner of fingernail for chair to go and shut off and on, no injury, facility could not provide any further information.